Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
(B)(6) year old, female patient was being transported back to their ward room and the ventilator became inoperative. A nurse and physician were present and performed bag-mask-valve respiratory support. The patient¿s spo2 temporarily reached 80% and recovered quickly with bag-mask-valve intervention. The patient was then brought to the intensive care unit (ICU).

Manufacturer narrative:
Occurrence of 100a was confirmed in the error log. The 1st gen da-mc cable was replaced with 2nd gen type. No abnormality was confirmed after components were replaced. Performed each alarm test, flow line cleaning, and ground terminal cleaning. Each part was checked check and run in tests. The unit was checked overall and run in tests and no abnormalities were confirmed. The device remains with the customer. There is a relationship of the device to the reported problem.